Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis at the ears of the clevis. The broken piece, measuring roughly 4.45mm in size, was not returned. The clevis does not show abrasions or scratches on the outer surface. The components adjacent to the broken clevis did not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the yellow/gold plastic portion covering the moving parts of a permanent cautery hook (pch) instrument broke and fragments fell inside the patient. The fragments were retrieved during the same surgical procedure which was completed robotically. An x-ray was performed at the end of the case. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not thoroughly inspected prior to use. The surgical task being performed was dissection. The surgeon is not sure what was the cause of the instrument breakage. The instrument was used for approximately 5 minutes. The surgeon did not notice any functionality issues with the instrument during the case. The instrument did not collide with any other instrument or hard material. The instrument was not removed during the procedure, prior to the event. Upon final removal of the instrument, the instrument's wrist was straightened and no resistance was felt. No damage to the cannula and no other damages to the instrument were noted. No other procedure was necessary to remove the fragments. No post-operative complications have been reported and the patient has not returned to the hospital. The instrument and the fragments are available for return to isi. No photographic images of the instrument or video recordings of the procedure are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.